Event description:
The pt ((B)(6)) has a dbs system which includes 2 leads from the same lot. It was reported high impedance values were identified on one of the leads. X-ray imagery ruled out disconnection between the lead and the lead extension as well as the lead extension and the ipg. Intra-operative testing with an external stimulator will be conducted at a later date to address the reported issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.